Event description:
At dr's opinion pt underwent forehead lift done in the hosp. It was an ugly experience. Pt developed 3 ugly lumps, intolerable itching at present time still. Later on dr tried several times to solve problems with the injections. No help. Pt went back to hosp four months later for removal of 3 coapt implants. Removal of lumps in office.